Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of accu watch dog failure that occurred during testing was not confirmed during testing. The event was revealed in the event log. Unable to determine case of event as the j9 connector is fully seated and properly glued (3 surfaces both sides. Preventative action was taken to replace the speaker. Device passed pm testing. Device reported to be in good physical condition.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps alarm, acu watchdog failure. Event occurred during testing and no patient involvement